Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the device went into threshold suspend. The customer's blood glucose level was reported to be 180mg/dl, and their sensor reading was 50.4mg/dl. It was reported that the sensor would be replaced and returned for analysis.